Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer said last night he over ate and blood glucose went over 600 mg/dl and tried to get it to down by bolusing several times and then rode bike but blood glucose did not came down so he called to the doctor at 3 am. Customer was using auto mode feature at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated for the high blood glucose with manual injections and insulin pump. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.